Event description:
It was reported that it was difficult to extend the helix of the right ventricular (rv) lead during the implant procedure. After the rv lead was fixated, high pacing impedance was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. A visual examination of the lead found the helix was partially extended and clogged with blood and tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured helix extension length was within required specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue. The reported event of high pacing impedance was not confirmed. An x-ray examination of the lead revealed no anomalies. Electrical testing of the lead revealed no indication of conductor fractures or internal shorts.